Event description:
Patient reports one of her pumps sometimes malfunctions (last occurred last week- it starts beeping but does not give any errors on the screen according to patient) when this occurred, they switch to other pump successfully. (B)(4) error occurred while patient was using pump. No injury reported. Pharmacy sending replacement pump. Patient will return malfunctioning pump for investigation. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.